Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error on a 3500a form, as the product is not sold in the us. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter didn't drain for an hour, it was then aspirated, after which urine drained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter didn't drain for an hour, it was then aspirated, after which urine drained.